Event description:
It is reported that the surgeon could not seat the stemmed tibia in the bone, so he decided to use the non-stemmed tibial component.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.